Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the string ripped when she tried to take the tampon out normally. No injury was reported.